Manufacturer narrative:
D10: 03-pmr-20-0003 - prim+ tib-r-20mm-sz3, 350-24-42 - vit e liner-r-sz 2-10mm, 350-04-02 - flat cut talus sz 2 r, 250-10-03 - tibial locking clip. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial total ankle arthroplasty replacement on the left side. Approximately one month post the implant procedure, the patient experienced dizziness when laying down. Subsequently, patient developed chest heaviness while watching television. As a result, was brought into the emergency department and discharged the same evening. No further impact to the patient was reported. No additional information is available at this time.